Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after additional information and the status of the device returned requested by email -what is the patient's current condition? The patient is well, without complications. - could you make and document the tracking attempt for the return of the product? The client discarded the sample because it was contaminated.

Event description:
It was reported that a patient underwent an emergency cesarean section on an unknown date and suture was used. During closing of the skin, the needle broke accidentally. The gynecologist ordered an x-ray of the abdomen, where no reference device was observed. Wound closure was carried out. The patient was informed of what happened. There were no adverse patient consequences reported. The current condition of the patient was reported as well, without complications.